Event description:
An optometrist reported that two months following bilateral lasik surgery, the patient presented with light sensitivity in both eyes. In a follow up, the optometrist reported that the event continued, and the patient was treated with eye medication. Per the optometrist, in the opinion of the surgeon, it was unlikely that the laser caused or contributed to the event. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Including, root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).